Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibit signs of repeated use (nicked or gouged) and has components disassembled and or missing. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03433, 0001822565-2018-03436, 0001822565-2018-03437, 0001822565-2018-03439, 0001822565-2018-03440, 0001822565-2018-03441, 0001822565-2018-03442.

Event description:
It is reported that the instruments were missing bearings. No additional information is available at this time.